Event description:
A CT technician received a needle sick in the hand while picking up a leftover used stylet from a 22 gauge introcan safety, b. Braun angio catheter wrapped in a 4 x 4 sponge. The sharps disposal container was not immediately available. The technician laid the stylet on a4 x4 gauze pad. The technician wanted to attach the IV tubing quickly and avoid blood coming out of the catheter. When the technician went to clean up the materials, either the safety clip did not completely cover the needle tip or it may have caught on the 4 x4 and pulled away from the tip and area has been re-emphasized and company will continue to monitor for any other incidents with this safety catheter.